Manufacturer narrative:
(B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4), manufacturing date: march 14, 2014 - expiry date: march 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the pfna nail broke approximately 78mm from the proximal end of the nail. When examining the proximal fracture surface using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The crack started at the outer surface of the nail, on the lateral side, and ran into the material. After breaking, the two fragments rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone. Each striation represents the successive positions of an advancing crack front, originating from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The final break structure (dimples / forced rupture area) takes a relatively great portion (approximately 60%) of the fracture surfaces, which indicates high alternating loads. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, it is most likely that the implant was subjected to moderate dynamic bending loads (one-sided). Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the pfna. The nail could not resist the applied forces, which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects. Product investigation summary: the golden anodized pfna nail is made of titanium alloy. The examination of the manufacturing documents of the producer and the raw-material inspection sheets of the supplier showed no deviations in relation to the chemical composition, microstructure, or mechanical properties. The material of the pfna is in compliance with international standards for surgical implants made of ti6al7nb alloy. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Exact date of postoperative device breakage is unknown. However, the patient began reporting severe pain on (B)(6) 2015. This report is for one (1) unknown pfna nail. Additional product codes for this report include hwc. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke postoperatively. The patient, who was originally treated for a femoral neck fracture on (B)(6) 2014, reported experiencing severe pain on (B)(6) 2015. Confirmation was then obtained that the pfna nail had broken. The patient returned to the operating room on (B)(6) 2015 where all of the original intact hardware (including the cerclage wires, a helical blade, and screws) were explanted along with the broken nail. The patient was revised with another long pfna implant and the diagnosed pseudoarthrosis of the left femur was treated with autogolous bone grafting. This report is for one (1) unknown pfna nail. This report is 1 of 1 for (B)(4).